Event description:
Patient sex: unk. Procedure type: lap chole. According to the reporter: when inserting the instrument into cavity, the tip of the cannula broke off. The surgeon was able to retrieve the broken part from the cavity without patient injury. A part of expandable sleeve was also torn. Another device was used to complete the surgery.